Event description:
Report of pt death received with product returned for analysis. Description stated "pt died of sudden gastrointestinal blockage complications." "Check for device malfunction." Follow up with hcp of record revealed in 2003 pt complained of increased pain and swelling at the pump site. This was similar to a previous event involving a catheter disconnect at the pump site. A dye study was negative for catheter problems. Follow up continues with hcp caring for pt at time of death. A supplemental medwatch will be filed when add'l info is received.